Manufacturer narrative:
Supplemental MDR to revise h6 device codes to 1503 for channel error and 1184 for dim display.

Event description:
It was reported that pump had channel error. Device was sent for repair. Replaced both pressure sensors and dim display board with a dim segment. Calibrated, performed pm, passed all tests. It was reported that there was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pump had channel error. Device was sent for repair. Replaced both pressure sensors and dim display board with a dim segment. Calibrated, performed pm, passed all tests. It was reported that there was no patient involvement. Although requested, additional information was not provided.